Event description:
The pt was implanted with a synchormed pump and catheter in 1999 for infusion of morphine to treat non-malignant pain/failed back surgery syndrome. The pt's atty contacted the MFR alleging "on 1999, a medtronic synchromed programmable pump was implanted into the pt. As you may also know, the medtronic pump, which was filled with morphine, was improperly designed, mfg, implanted, calibrated or set. The pt received doses of morphine approx every 4 min rather than every 4 hrs as prescribed, and the two week supply of morphine that had been loaded into the medtronic pump was dispensed in less than eight hrs." The pump has not been returned to the MFR for analysis.